Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-09269. It was reported that a patient presented in clinic. Device interrogation revealed that the right ventricular lead had high impedance and the left ventricular lead had no capture. Dislodgement of the left ventricular lead was suspected. Programming changes were made to resolve the issues. Left ventricular lead was deactivated. Patient was stable throughout event.